Manufacturer narrative:
(B)(4). The customer submitted one photo for analysis. The photo displayed one guide wire advancer assembly. A kink in the distal tip of the guide wire was confirmed through the provided photo. The customer also returned one opened hemodialysis set for analysis. Inspection of the guide wire advancer assembly revealed no visible defects. The guide wire was observed to have 4 kinks within the guide wire body. The distal j-bend was slightly misshapen but intact. The kinked sections would have been within the guide wire advancer assembly during packaging, shipping, and storage, protecting it from damage. Signs-of-use were observed in the form of biological material. The customer was contacted , and they confirmed the defect was found prior to use and the guide wire was contaminated in the clinical setting. Both welds were present and were observed to be full and spherical. Major kinks in the guide wire were located at 38mm, 321mm, 362mm, and 402mm from the distal tip. The overall length of the guide wire measured 682mm which is within the specification of 678-688 mm per guide wire product drawing. The outer diameter of the guide wire measured 0.855mm which is within the specification of 0.838-0.877 mm per guide wire product drawing. The guide wire was advanced through the returned arrow raulerson syringe (ars) using the returned guide wire advancer assembly to functionally test the guide wire. The guide wire met significant resistance within the advancer assembly at the location of distal kink. Undamaged portions of the guide wire passed through the ars with little to no resistance. Performed per the instructions for use (IFU) statement, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit warns the user, "do not use if package is damaged". The report that the guide wire kinked was confirmed through examination of the returned sample. There were 4 kinks identified throughout the guide wire body. The kinked sections would have been located within the guide wire advancer assembly, protecting it from damage. Therefore, it cannot be determined when the damage to the guide wire occurred. The returned guide wire met all relevant dimensional and functional requirements, and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed prior to use, the probable cause could not be determined. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the physician found the swg kinked prior to the patient". The patient had no harm. A new set was opened to resolve the issue. The patient condition is fine, and no medical intervention was required.

Event description:
It was reported that "the physician found the swg kinked prior to the patient". A new set was opened to resolve the issue.

Manufacturer narrative:
(B)(4).